Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences to the patient were reported. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return is needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is required at this time.

Event description:
It was reported that during a right primary knee surgery, the locking wire on the cs insert would not stay in the poly - surgeon tried 2 times and the wire kept popping out. On the third attempt the wire stayed in and surgery was completed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a right primary knee surgery, the locking wire on the cs insert would not stay in the poly - surgeon tried 2 times and the wire kept popping out. On the third attempt the wire stayed in and surgery was completed.